Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated for high blood glucose with syringe and pump. The customer did troubleshooting on the high blood glucose and didn't find anything particular, until noticed a big bubble in the reservoir. The customer was advised to change her set and site and did manual priming until the bubble was gone. The customer did not have the tubing clamp to do the high pressure test and we will send them that. The customer was to call when received the tubing clamp to perform high pressure test.